Event description:
Bdmaxplus pressure rated extension set will not flush. 8 identified units with the same lot number collected. Report number 5 for this same product with the same problem- won't flush. Manufacturer response for set, administration, intravascular, maxplus (per site reporter). Sending return box and label.